Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient used to charge their ins once a day but now their ins battery only lasts 3-4 hours. They confirmed charging to 100% and within 2-3 hours it goes down to 0%. Patient services had the patient check the ins battery level and it currently shows 100% for the ins. The patient contacted a manufacture representative (rep) about 20 minutes ago who redirected them to follow up with patient services. The rep said the issue could be the lithium battery in the controller. Patient services reviewed that the lithium battery would not affect the ins charge frequency. The patient also met with a rep about this issue on (B)(6) 2019. At this appointment, the rep adjusted the settings and programming but the issue started prior to reprogramming. The event began at least 5 days prior to meeting with the rep on (B)(6) 2019 and they called a rep sometime last week about the issue and then met with the different rep on (B)(6) 2019. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-14. The rep met with the patient on (B)(6) 2019 to see why the patient¿s implant is not lasting all day as it previously did. The patient said their recharge would last 24 hours in between charges, but now it only lasts 2-3 hours. Technical services had the rep check energy use and group a showed 1.3 days. The rep said they use 4 electrodes in between the 2 leads, 530 pulse width, 80hz. The patient has been using group c 88.22% of the time, when technical services asked for energy check, it showed 0.7 days, electrodes 3-7 are being used, at 660 pulse width, and 80hz, 15.5ma. The patient only used group b 11.77% of the time. Impedance check shows 700-900 ohms range, even when tested in laying down position. Technical services had the rep test impedance in laying position, because the patient complains of not having stimulation when waking up. The patient¿s recharge information showed: 10th 10-100%, 10-100% 11th 10-60%, 10-100% 12th 10-90%, 10-100% 13th 1 0-90%, 10-100% technical services reviewed with the rep that energy check showed that it's not possible for the patient to have stimulation on all the time previously, since patient¿s battery should only lasts 0.7 days, not 24 hours. Technical services reviewed with the rep that since the patient isn't always charging to 100% all the time, the fact that the patient is having to recharge 2x a day is normal tolerance. Technical services suggest that the rep reprogram the patient with lower pulse width and rate if possible to increase the patient¿s recharge interval. Technical services also had asked if the patient was willing to document their recharging routine, to get better understanding, but the patient says they doesn't have time. No further complications were reported/are anticipated.